Manufacturer narrative:
Additional information received : it is unknown which stent graft v31286101 or v31286103 had the deployment issue as both devices had the same specifications. The problem occurred with the second limb but the packaging was mixed so it is unknown which device had the issue. There was no damage noted to the delivery system prior to insertion into the patient. The right external iliac delivery sheath was supported and was not twisted. When the stent entered the body and started to release the trigger, it was found that the trigger couldn't be pulled. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: the device returned with 39mm gap between the slider and front grip. No deformation noted to screw gear or handle. No deformation was noted to the graft cover. A 39mm gap was evident between the graft cover and taper tip. Slight separation was evident to the distal end of the spiral tubing. Lifting of the sheath was evident at distal end of spiral tubing. Damage was evident to the proximal end of the nosecone material. No resistance was noted retracting and advancing the graft cover using the trigger. A kink and separation were evident to the proximal end of spiral tubing, just distal to stent stop cup. Slight deformation was evident to the stent stop cup material. The handle was disassembled, and scratching was evident to the slider at the distal end of the slider spring. A burr was visible to the distal end of the spring at the slider scratching point. Polymer material debris was visible around the burr. The reported deployment/expansion issue was confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant stent graft was implanted in a patient for the endovascular treatment of a 40mm in diameter abdominal aortic aneurysm. The proximal aortic diameter at the renal was 20mm with a neck length of 30mm. Severe neck angulation of 90 degrees was noted. The external iliac had a twist.  It was reported that during the index procedure, during deployment of the connecting limb, the quick release trigger could not be pulled, and the stent could only be released slowly. When retrieving the stent, the trigger could not be pulled to retrieve, and the blue slider did not slide as normal. Later, the stent could not be retrieved normally, and the stent was withdrawn directly under the protection of the sheath.  Per the physician the cause was device related. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name endurant iliac stent graft; product ID enlw1613c120ee (serial: (B)(6); product type: 0180-aortic stent graft; implant date (B)(6) 2024 ; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.